Manufacturer narrative:
Based on the info received and the condition of the instrument upon receipt, it appears as if an attempt was made to fire the instrument with the safety still engaged. This is evidencec by the visible damage to the safety of the instrument and some internal components. It is further evedenced by the partial formation of the returned staple and the breakaway washer being uncut. The safety must be fully turned down to the horizontal postion prior to firing the trigger. The instrument is completely fired when the trigger is fully acuated, or bottomed out, ot the point where the trigger is parallel to the instrument. Tactile and audible feedback will be felt and heard when a full stroke is acheived. Due to the damage to the instrument, further functional tesing could not be perfomred. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
During a low anterior resection the surgeon had the physician's assistant fire the ecs29. When the instrument was fired after checking to insure the anvil was closed all the way, a "crunch" was not heard. When the ecs was removed, the proximal stump was not cut. The surgeon cut off the distal stump end and restapled with a new ecs. There was no consequence to the pt. 2/4/97 1415 spoke with the surgeon and he stated the device did not feel unusual or make an unusual sound when fired. He said it possibly did not fire completely or possibly did not approximate completely.